Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(6) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(6) MFR number- 3002806821-2023-00030. We will be retaining the old case (B)(6) MFR number- 3002806821-2023-00030 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(6).

Event description:
Initially the jada was working and controlling the bleeding, but then it clotted off [device occlusion] did a d&c on the pateint but the patient continued to bleed [device ineffective] removed the jada, did another manual sweep of the patient, and then tried to replace the jada [device use error] case narrative: this initial spontaneous report originating from the united states, was received from a physician and nurse via clinical account specialist referring to a 22-year-old female patient. The patient¿s current conditions included uterine atony (lower segment involved). The patient¿s historical conditions included singleton pregnancy, urgent cesarean (discrepant information was also reported as vaginally), fetal demise, and blood products transfusion (unknown volume). The patient¿s concomitant medications were not reported. This report concerned 1 patient and 1 device. Approximately on an unknown date in 2023 (reported as 1-2 weeks ago), the patient was started on vacuum-induced hemorrhage control system (jada system) 2.0 (lot# and expiry date were not reported) (came with blue seal valve, kit and green carton) vaginally by the fellow, maternal fetal medicine (physician) for postpartum hemorrhage (postpartum haemorrhage). Initially the vacuum-induced hemorrhage control system (jada system) worked and controlled the bleeding, but then it clotted off (also reported as initially it worked and the uterine tone was slightly improved but then it clotted off) (device occlusion). The physician removed the vacuum-induced hemorrhage control system (jada system) and did another manual sweep of the patient, and then tried to replace the vacuum-induced hemorrhage control system (jada system) but it immediately clogged off again (device use error). Then the physician did dilation and curettage (d&c) on the patient, but the patient continued to bleed (device ineffective). The physician tried placing another vacuum-induced hemorrhage control system (jada system), but it also clotted off (also reported that the second one was used as the first one clotted off and was no longer sterile) (captured in oars# (B)(6). The patient then underwent hysterectomy and bleeding was controlled. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The availability of the vacuum-induced hemorrhage control system (jada system) for evaluation was unknown. Upon internal review, the event of device occlusion and device ineffective was determined to be serious: required intervention. This is one of the two reports received from the same reporter. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact.) FDA code: (health effects - health impact per annex f): 4624 surgical interventions (one or more surgical procedures was required, or an existing procedure changed.) This case (B)(6) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(6) MFR number- 3002806821-2023-00030. We will be retaining the old case (B)(6) MFR number- 3002806821-2023-00030 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(6).